Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. The lead was explanted and was replaced. Additional information indicates that the lead was dislodged while patient was still in the hospital, post implant. The lv lead was not returned as it was kept by the hospital. No adverse patient effects were reported.